Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008864, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008864 was manufactured according to the work instruction (wi) version 98 and packaging in the multivac m14 on 05-sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: gluing of tubing of the lot 4h05598 was manufactured according to the wi version 37 and manufactured in the line l3, on 04-sep-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4h05603 was manufactured according to the wi version 37 and manufactured in the line l3, on 05-sep-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4h05595 was manufactured according to th e wi version 37 and manufactured in the line l3, on 02-sep-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4h05601 was manufactured according to the wi version 37 and manufactured in the line l3, on 05-sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced an infusion set bent cannula event on (B)(6) 2025. The insertion site was the abdomen. Infusion set was used for one day. Blood glucose level was high at the time of the event. Therefore, patient took manual correction for the treatment. No further information available.